Event description:
It was reported that a cartridge alarm 20 occurred, but there was no adverse impact to the customer's blood glucose level. The issue did not take place during the load process, and the customer had previously experienced similar alarms with the same pump. Customer technical support (cts) decided to replace the faulty pump, which was still under warranty, and provided the customer with a replacement pump. The customer plans to continue using the current pump as backup therapy. Cts confirmed the customer's shipping address and sent the replacement pump without requiring a delivery signature. Instructions were given for storage mode, returning the defective pump using a provided return box, and programming settings into the new pump. The caller understood and acknowledged these instructions, including connecting their continuous glucose monitor to the replacement pump.